Manufacturer narrative:
Other relevant device(s) are: product ID: 305c221, serial #: (B)(4), ubd: 25-may-2015, UDI#: (B)(4). Concomitant product brand name: mosaic. Concomitant product code: lwr. Concomitant PMA/(510)k #: p990064. (B)(4). Product analysis: the valves remain implanted, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight years and seven months post implant of this bioprosthetic aortic valve, dizziness and shortness of breath were reported. Echocardiogram revealed moderate central aortic regurgitation and a valve gradient of 19 mm hg. A transcatheter valve-in-valve replacement was scheduled. The physician indicated that the ring of the bioprosthetic valve might need to be ¿fractured¿ due to the patient¿s physical size and patient-prosthesis mismatch. Pre-operative computed tomography imaging showed a left coronary height of less than 10 millimeter (mm). Due to this, a complete basilica procedure on the left coronary leaflet was performed (bioprosthetic or native aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction). Immediately following the basilica procedure, a 23 mm transcatheter bioprosthetic valve was implanted in an ideal position, and the aortic insufficiency was noted as resolved. However, the gradient was noted to be 26 mm hg and a post valve implant balloon aortic valvuloplasty (bav) was performed with a 22 mm non-medtronic balloon in an attempt to ¿fracture¿ the ring of the previous bioprosthetic valve. Immediately following the post valve implant bav, a drop in blood pressure was observed. The transcatheter valve was snared into the ascending aorta. A ventricular assist device was placed, followed by cardiopulmonary resuscitation (CPR) and extracorporeal membrane oxygenation (ECMO). The patient did not recover and expired. It was unknown whether an autopsy was performed. Per the physician, there was a possible left coronary occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that per the physician the cause of death was the left coronary (lca) occlusion. Angiogram confirmed a lca occlusion with the possible cause being the leaflet of the mosaic valve. The evolut valve was noted to be properly positioned and stable. The lca was successfully stented, however, hemodynamics never recovered.